Manufacturer narrative:
The product was not available to be returned. Root cause could not be determined. Conditions are addressed in the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "a retrospective medium- to long-term results of 1500 agc total knee replacements - an independent centre functional follow up and survivorship¿ this complaint addresses one patient identified in the article that experienced unexplained knee pain on an unknown date. There has been no further information provided and the patient outcome is unknown.